Event description:
The patient was receiving his thair-a-vest treatment. The machine had been running for about 7 minutes when I heard it stop abruptly. When I checked the machine, it had an error message "code : 1", which means that the motor temperature was above the maximum acceptable limit. I ended up having to replace the machine, which meant that the patient's treatment was interrupted and took significantly longer.